Event description:
The customer observed falsely depressed architect tsh results generated on the architect i1000 instrument when compared to results from a different instrument. The following data was provided (normal range 0.35 - 5.0 uiu/ml): sid (B)(6) initial result 0.01 uiu/ml, repeated 0.03 uiu/ml, send out result 1.36 uiu/ml (expected result). Sid (B)(6) initial 0.10 uiu/ml, repeat on another instrument 1.95 uiu/ml. Sid (B)(6) initial 0.07 uiu/ml, repeat on another instrument 1.97 uiu/ml. Sid (B)(6) initial 0.02 uiu/ml, no repeat provided. Sid (B)(6) initial 0.02 uiu/ml, no repeat provided. Sid (B)(6) 0.82 uiu/ml, no repeat provided. Sid (B)(6) <0.01 uiu/ml, repeated on another instrument 0.62 and 0.47 uiu/ml,. Sid (B)(6) 0.07 uiu/ml, repeated on another instrument 0.96 uiu/ml. Sid (B)(6) 0.03 uiu/ml, repeated on another instrument 0.43 and 0.38 uiu/ml, sid (B)(6) 0.53 uiu/ml, repeated on another instrument 2.68 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, including part replacement and determined the fitting,quickdisc,threaded npt, male, .125 in (rohs) was leaking. The fsr replaced the part, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The fitting,quickdisc,threaded npt, male, .125 in (rohs) was determined to be the cause of the issue. The instrument service history review revealed no additional service or complaint tickets associated with discrepant/erratic patient results. Trending review did not identify any trends for the complaint issue. The architect i1000sr erratic result rates were within acceptable limits with no trends identified. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.

Manufacturer narrative:
New results received from the customer on (B)(6) 2022. The following additional data was provided: sid (B)(6) initial result 0.40 uiu/ml, repeated 2.88 uiu/ml. Sid (B)(6) initial result 0.02 uiu/ml, repeated 1.53 uiu/ml. Sid (B)(6) initial result 0.03 uiu/ml, repeated 1.51 uiu/ml. New results received from the customer on (B)(6) 2022. Sid (B)(6) initial result 0.10 and 0.09 uiu/ml, repeated west roxbury reported 1.22 uiu/ml. Sid (B)(6) initial result 0.37 and 0.35 uiu/ml, repeated west roxbury recovered 0.43 uiu/ml. Sid (B)(6) initial result 0.12 and 0.12 uiu/ml, repeated west roxbury recovered 0.13 uiu/ml.